Manufacturer narrative:
The nurse reported the wound healing was installed and alleged the patient experienced moderate to severe maceration. Based on information provided, it cannot be determined that he alleged maceration was related to activ.a.c. Therapy. It is unknown if surgical intervention would have been required to treat the alleged maceration or if the maceration was reversible in nature.

Event description:
On (B)(6) 2014, the following information was reported to kci by the nurse: the patient had prevena dressing placed after undergoing an amputation. Prevena dressing was removed after 4 days and the dressing was "wet with exudates and there was nothing in the canister of tubing" and "the found did not look good at all". On (B)(6) 2014, the following clarification was provided to kci by the nurse: the patient was placed on activ.a.c. Therapy with prevena dressing. Wound healing stalled and maceration of the wound was apparent. The nurse reported the maceration to be "moderate to severe in nature". The nurse could not confirm if the maceration was reversible as the patient later underwent a second amputation. The nurse confirmed this second amputation was unrelated to activ.a.c. Therapy.